Event description:
It was reported that the healthcare provider (hcp) mentioned that 1 in 4 leads he used has had bent tips. It was stated by the manufacturer representative that in his experience (working with the hcp the last 2 months), that this had not been the case. It was also stated that this was the first bent lead seen by the manufacturer representative (in approximately 50 cases in territory, 10 cases specific to this hcp). It was added that the hcp could not recall any specific instances.

Manufacturer narrative:
(B)(4).